Event description:
It was reported by the customer "hole was found in the catheter prior to insertion".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an attached t-lock assembly and inlaid tls stylet. Light usage residues were observed on the sample. Microscopic inspection of the sample did not reveal any evidence of previous or current leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization of the sample. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer pinpoint leak at the 42cm depth marking "prior to securing and using it on the patient" a new device was used.

Event description:
It was reported by the customer "hole was found in the catheter prior to insertion".

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regs2794 showed no other similar product complaint(s) from this lot number.